Event description:
Pt began having symptoms when working in room with scope machine using disinfectant. These included burning sensation in the eye, runny nose, scratchy throat, and headache which started after 10 minutes in the cleaning room. They lasted for at least an hour after leaving the room. No medical treatment was sought. Symptoms abated after a filter was chenged in the scope machine.